Event description:
It was reported that a patient underwent an unspecified fusion surgery using rhbmp-2/acs. At an unknown time post-op, the patient developed unanticipated bone growth. The patient underwent "curative revisionist surgery" approximately 39 months post-op. Reportedly, the patient has also learned of multiple nodules located in his lungs.

Event description:
It was reported that on (B)(6) 2007, the patient presented with l5-s1 spondylolisthesis with instability after pervious laminectomy. The patient underwent l5-s1 minimally invasive transforaminal lumbar interbody fusion and decompression utilizing retractor system, pedicle screw instrumentation system, rhbmp-2/acs, local autograft for arthrodesis, interbody spacer. As per op-notes "...the interbody trials were then sized from 6 to 8 to 10 to 12 mm with an appropriate fit at 12-mm. The disk space was then packed with a quarter sponge of rhbmp-2 followed by 4 ml of local autograft, followed by a 12 x 22-mm interbody spacer packed with rhbmp-2 as well... Rhbmp-2 rolled in cortical autograft was packed in the posterolateral gutter..." On (B)(6) 2007, the patient was discharged.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.